Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white particulate matter was observed in the patient¿s transfer set tubing during use. The set had been used for 42 days. There was patient involvement but no patient injury and no medical intervention. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection identified white residual matter on the inside dimension of the tubing. The white residue observed was compared to the defect library and is similar in characteristics to known substances identified as fatty acid (likely calcium stearate), calcium carbonate, and a small amount of carbonyl-based material. The reported issue was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.